Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2014 and mesh was used. At the end of the procedure the surgeon noted that the mesh had delaminated. The mesh was implanted in the preperitoneal space and the surgeon left it in place. There were no adverse patient consequences reported. The surgeon stated that the patient is healing well.

Manufacturer narrative:
(B)(4). Representative samples were returned for functional evaluation. Samples of the mesh were tested for bond strength and failed to meet requirements. The evaluation found a manufacturing defect.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.